Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿modular femoral head dissociation after dislocation and entrapment in reconstruction ring: a case report¿ by m. Buttaro, et al, published by hip international (2007), vol. 17, no. 1, pp. 49-51, was reviewed for MDR reportability. The authors present a case report of a patient in whom dissociation of the modular femoral head occurred at attempted closed reduction after dislocation, with the intraoperative findings including entrapment of the head between the rim of a reconstruction ring and the acetabular bone. A (B)(6) year old female patient was treated with 1-stage revision total hip arthroplasty after failed aseptic revision operated on 1998. Index tha implants are unknown. Reconstruction components included impacted bone allograft and a competitor product acetabular reinforcement ring fixed to the acetabulum using competitor product screws. A depuy c-stem with a +6 femoral head was cemented into the femur. Cement manufacturer was unknown. 6 months after revision, the competitor product acetabular ring fractured and was revised to another competitor acetabular ring. The femoral head was also revised due to surface damage caused by the locking ring fracture. Photographs in the article confirm the implanted femoral head was manufactured by depuy. 45 days after re-revision, the patient presented with dislocation of the modular femoral head. During attempted closed reduction, dissociation of the modular femoral head was observed on post reduction radiographs. Fourth revision surgery was performed, observing an entrapment of the modular femoral head between the anterosuperior rim of the reconstruction ring and the acetabular bone. Removal of peripheral bone allograft and energic pull was needed to resect the modular head, resulting in a damaged morse cone. Due to persistent instability, revision of the c-stem including leg length increase was performed with impaction grafting, a calcar metal mesh (unknown manufacturer) and a cemented stem with a trochanteric reattachment. Intraoperative cultures were negative for infection. The patient had no further complications. Captured in this complaint: femoral head for dislocation and dissociation at locking mechanism. C-stem for joint instability. The femoral head revised in the third revision surgery is not included because the authors note that the damage seen on the head was caused by the failure of the competitor product locking ring and not a result of component defect." The acetabular component used in this case study were competitor products.